Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was originally sent to OEM on RMA #: (B)(4), still gave a cassette not attached properly error with no cassette installed. The event occurred during testing. There was no patient involvement reported.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified this device was previously opened on 05-june-2025 for cassette attachment error. The customer issue was unable to be confirmed through occlusion test and 50ml cassette test. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.